Event description:
The customer reports two incidents of the ortho provue sample camera misreading sample barcode labels. No erroneous results were reported. This is incident 1 of 2. (B)(4).

Manufacturer narrative:
This instrument has been investigated. On 5-22-2014 an ocd field engineer (fe) arrived at the customer site and cleaned the sample camera lens. Fe did a sample camera alignment and optics adjustment. Fe read sample barcode labels multiple times and they read correctly. Customer loaded samples and they were read correctly. Repairs have returned this instrument to expected operation.